Event description:
(B)(6) have filled patient's cl rx without valid prescription for 5 years and have been filling brand that is no longer manufactured. Pt has significant neovascularization, keratitis, edema, and hyperemia.